Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1704 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("after ultrasound confirmed an essure noted to be in the uterine cavity. Therefore with inability to move the essure after several years of placement.") And device expulsion ("after ultrasound confirmed an essure noted to be in the uterine cavity. Therefore with inability to move the essure after several years of placement.") In a 39 year-old female patient who had essure inserted (lot no. A63342) for female sterilisation. Product or product use issues identified: complication of device removal ("after ultrasound confirmed an essure noted to be in the uterine cavity. Therefore with inability to move the essure after several years of placement"). The patient had a medical history of loop electrosurgical excision procedure, uterine synechiae, paratubal cyst, chronic cervicitis and right lower quadrant pain. Previously administered products included: isovue. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy.left salpingectomy). The reporter considered device expulsion and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. On (B)(6) 2013, laparoscopic right salpingo-oophorectomy. On (B)(6) 2017, laparoscopic-assisted vaginal hysterectomy and left salpingectomy. Discrepancy noted in surgical pathology report date: (B)(6) 2017 (which is prior to surgery on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. [Pathology test] (date unknown): surgical pathology report. Uterus with lest fallopian tube, hysterectomy and salpingectomy: mild chronic cervicitis. Secretory endometrium. Unremarkable myometrium. Fallopian tube with benign para tubal cyst. Preoperative diagnosis and postoperative diagnosis: menorrhagia gross examination. The average myometrial thickness is approximately 2cm. The cervix contains few nabothian cysts. The uterus has smooth pink tan myometrium throughout. The left fallopian tube with fimbria measures 4.6 cm in length up to 0.6 cm in diameter. Upon sectioning the tube is grossly unremarkable except for 4mm para tubal cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records device dislocation (10064684) and complication of device removal (10010151). The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Lot number added. Non drug treatment updated. Events device expulsion and complication of device removal updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1704 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("after ultrasound confirmed an essure noted to be in the uterine cavity. Therefore with inability to move the essure after several years of placement.") And device expulsion ("after ultrasound confirmed an essure noted to be in the uterine cavity. Therefore with inability to move the essure after several years of placement.") In a 39 year-old female patient who had essure inserted (lot no. A63342) for female sterilisation. Product or product use issues identified: complication of device removal ("after ultrasound confirmed an essure noted to be in the uterine cavity. Therefore with inability to move the essure after several years of placement."). The patient had a medical history of loop electrosurgical excision procedure, uterine synechiae, paratubal cyst, chronic cervicitis and right lower quadrant pain. Previously administered products included: isovue. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced embedded device (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy.left salpingectomy). The reporter considered device expulsion and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery- no. On (B)(6) 2013, laparoscopic right salpingo-oophorectomy. On (B)(6) 2017, laparoscopic-assisted vaginal hysterectomy and left salpingectomy. Discrepancy noted in surgical pathology report date: (B)(6) 2017 (which is prior to surgery on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. [Pathology test] (date unknown): surgical pathology report. Uterus with lest fallopian tube, hysterectomy and salpingectomy: mild chronic cervicitis. Secretory endometrium. Unremarkable myometrium. Fallopian tube with benign para tubal cyst. Preoperative diagnosis and postoperative diagnosis: menorrhagia gross examination. The average myometrial thickness is approximately 2cm. The cervix contains few nabothian cysts. The uterus has smooth pink tan myometrium throughout. The left fallopian tube with fimbria measures 4.6 cm in length up to 0.6 cm in diameter. Upon sectioning the tube is grossly unremarkable except for 4mm para tubal cyst. Lot number: a63342. Manufacture date: 2012-10. Expiration date: 2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.